Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported by customer that the new or replacement product ((B)(6)) was the right lumen size, but unfortunately was defective in its design - the luer locking mechanism (male) which should be a free moving part is most definitely not free moving and seems to always be stuck could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that the luer locking mechanism on the bd maxplus¿ pressure rated extension set with removable needleless connector was defective and wouldn't properly connect the IV set to the catheter. As a result of the loose connection, the set leaked blood and fluid during the surgical procedure. The following information was provided by the initial reporter: "we used to carry (and always had carried since we were xxxxx) a j-loop, or extension set product from carefusion ((B)(6)) and had no problems with it at all. The new or replacement product ((B)(6)) was the right lumen size, but unfortunately was defective in its design - the luer locking mechanism (male) which should be a free moving part is most definitely not free moving and seems to always be stuck, which limits the ability to attach, or screw in, the luer lock tip to the IV catheters. We have had bloody messes trying to attach the jloops, lost ivs, and even leaking ivs during surgery because the connection wasn't a good seal.

Event description:
It was reported that the luer locking mechanism on the bd maxplus¿ pressure rated extension set with removable needleless connector was defective and wouldn't properly connect the IV set to the catheter. As a result of the loose connection, the set leaked blood and fluid during the surgical procedure. The following information was provided by the initial reporter: "we used to carry (and always had carried since we were xxxxx) a j-loop, or extension set product from carefusion (mp5303-c) and had no problems with it at all. The new or replacement product (mp5303-c) was the right lumen size, but unfortunately was defective in its design - the luer locking mechanism (male) which should be a free moving part is most definitely not free moving and seems to always be stuck, which limits the ability to attach, or screw in, the luer lock tip to the IV catheters. We have had bloody messes trying to attach the jloops, lost ivs, and even leaking ivs during surgery because the connection wasn't a good seal.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.